Manufacturer narrative:
The date of this submission is 07-jun-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 19-may-2016 from a female consumer (age unspecified) reporting on self from the united states of america. The medical history included surgery for carpal tunnel and allergy to latex. The concomitant medications were not reported. On an unspecified date, the consumer started using band aid unspecified cutaneously, to cover a pimple on her chest (frequency, lot number and expiration date unspecified). After a couple of days, she noticed a red itchy rash. On an unspecified date, she consulted her doctor during her regular checkup and the doctor prescribed cipro (ciprofloxacin) (route, dose , frequency, lot number and expiration date unspecified) to treat the red itchy rash. After taking the cipro for a couple of days, she developed a shoulder to shoulder rash. Then she was given clindamycin (route, dose, frequency, lot number and expiration date unspecified) to treat the shoulder rash. After an unspecified duration, her throat became swollen and she went to emergency room. She was treated with a prednisone shot for her swollen throat and on the next day, she had a checkup. The next week, she visited the physician and was given another shot which was worked for about one week. On the day of reporting, the consumer stated that she got contact dermatitis from the device use. The action taken with the cipro and clindamycin was unknown. After an unspecified duration, the device was discontinued and the events resolved. A lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.